Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the pt was diagnosed with disease in the obtuse marginal (om) and the left anterior descending (lad). First the om was treated with an xience 3.0 x 12. Then at the mid lad, an xience 3.5 x 18 was deployed and a dissection occurred at the proximal end of the stent. The dissection required treatment with an additional xience 3.5 x 12 to cover the dissection. Finally, the mid lad was post dilated with a non abbott balloon catheter and the procedure was successfully completed. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The reported pt effect of dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closer of the vessel requiring additional intervention (CABG, further dilation, placement of additional stents, or other). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.